Event description:
It was reported to philips that suite pc start up failure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to startup. Upon functional testing, the fse found that the suite pc was defective. To resolve the reported issue, the fse replaced the suite pc, reloaded the license and restored the system backup. After replacement and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.